Event description:
A customer reported encountering a minimum fill notification while attempting to load a new insulin cartridge into their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump and guided them through loading a new cartridge, but the issue persisted. Eventually, the customer resorted to multiple daily injections (mdi) for insulin delivery. Despite additional assistance, the problem remained unresolved, and the customer expressed concerns about renewing their pump due to repeated replacements. They were advised about the possibility of obtaining a loaner pump if they proceed with the renewal process.